Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Reportedly, customer continued to use the pump or reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 195 mg/dl.